Event description:
It was reported by singapore that during service and evaluation, it was determined that recon sagittal saw device had a leak tightness test failure, sticky trigger and would not run. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was noted that the device would not run due to corroded bearings. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was unable to start. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had a sticky trigger identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).